Event description:
It was reported that the pressure level setting on the valve could not be adjusted.

Manufacturer narrative:
The returned valve was adjustable to all pressure levels. There were no signs of internal debris or occlusion. The valve was patent and passed siphon, reflux and leakage testing. It met all specifications for pressure-flow and preimplantation testing. The valve showed no signs of damage. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.